Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage at the connection site. The following information was provided by the initial reporter: leakage through infusion needle connector. Possibly caused by high pressure or rough handling during injection of contrast during CT scan. Initially thought to be leakage through the y piece of nexiva® because it had a red cap, but turned out to be leaking through the green cap of the infusion line. Leaking system went to pharmacy for examination. When connecting new system it turned out that it was not the infusion line that was leaking but the connector of the nexiva needle. Description of impact of complaint: to patient and/or employee: immunotherapy ran over the needle (expensive medication). This had to be prepared again. Did the complaint create an unsafe situation for the patient and/or employee? If yes give a description of the consequences: immunotherapy is not harmful to the patient if spilled. If cytostatic drugs had been spilled it could have had harmful consequences.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-28. H6: investigation summary: our quality engineer inspected the sample returned for evaluation. Bd received one nexiva catheter with an attached q-syte and needleless injection site. A leak test was performed on the returned sample and leakage was observed through the q-syte connection. No leakage was observed at the y-luer or the needless connector. A q-syte leak test was performed to identify where the leakage may have occurred. The leak was identified in the actuated position through the vent hole. This type of leakage is indicative of damage to the column or septum bottom disk components. The q-syte septum was removed for inspection and a column tear was found. Damage to the column may occur during the manufacturing process due to a misalignment or damage/burred probe equipment. During use, if excessive actuations or extraneous force is applied, tearing may also occur. As the returned device was opened and used, the defect cannot be conclusively linked to manufacturing or use, as the defect would appear the same in either instance. As a lot number was unavailable for this incident, a review of the production records could not be completed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage at the connection site. The following information was provided by the initial reporter: leakage through infusion needle connector. Possibly caused by high pressure or rough handling during injection of contrast during CT scan. Initially thought to be leakage through the y piece of nexiva® because it had a red cap, but turned out to be leaking through the green cap of the infusion line. Leaking system went to pharmacy for examination. When connecting new system it turned out that it was not the infusion line that was leaking but the connector of the nexiva needle. Description of impact of complaint: to patient and/or employee: immunotherapy ran over the needle (expensive medication). This had to be prepared again. Did the complaint create an unsafe situation for the patient and/or employee? If yes give a description of the consequences: immunotherapy is not harmful to the patient if spilled. If cytostatic drugs had been spilled it could have had harmful consequences.